Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when connecting the right ventricular (rv) lead to the implantable cardioverter defibrillator (ICD), the set screw fixation sound was not audible and set screw damage was suspected. The set screw was unable to be retracted and the electrical parameters were all with in normal limits so the ICD was implanted and remains in use. No patient complications have been reported as a result of this event.